Event description:
It was reported that the right atrial (ra) lead was explanted due to oversensing but no pacing inhibition. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).